Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of- range (oor) pacing lead impedance (pli) measurement, high pacing threshold measurement and loss of capture at maximum output. The pacing lead impedance went from 300 ohms to 2,000 ohms. The field representative reported that the lead was found to be dislodged which was discovered via fluoroscopy. There were no patient symptoms. No asystole greater than 2 seconds noted. The rv lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the cathode coil is fractured. This type of damage is consistent with repeated stress over time. The reported high impedance measurements and loc is likely the result of the lead damage observed by the laboratory.